Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05368. It was reported that patient was experiencing high impedances on one lead and the other lead was fractured. Patient had scar tissues as well as such surgical intervention took place where in both the leads were explanted and replaced. Reportedly effective therapy was restored.